Manufacturer narrative:
Batch review performed on 25.may.2021: lot 160120: (B)(4) items manufactured and released on 18-mar-2016. Expiration date: 2021-02-06. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2017. Additional implant involved: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 164898. Batch review performed on 25.may.2021. Lot 164898: (B)(4) items manufactured and released on 14-oct-2016. Expiration date: 2021-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 other similar reported event since 2017.

Event description:
3 years and 10 months after the primary surgery the patient came in reporting pain and instability due to the loosening of implants. The cause of the loose implants is unknown. The surgeon revised the tibial tray, the femoral component, and insert. The surgery was completed successfully.